Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot #73c1600282 investigation did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The stapler jammed and no staples were able to be deployed. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one unit (B)(4) visistat 35 w 6/box for investigation. The returned stapler was visually examined with and wit hout magnification. Visual examination of the returned stapler revealed that the stapler was returned with a slight staple misalignment. No other defects or anomalies were observed. The stapler was received with 21 staples left in the cartridge indicating that at least 14 staples were fired by the end user. Reference files (B)(4) for investigation photos. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger the first staple properly form and released. On the second, third and fourth attempts the staples formed and released correctly. To simulate insertion into the skin, the stapler was fired into a foam pad. All three staples were able to engage and close into the foam. The remaining staples were fired from the stapler with no difficulty. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." Other remarks: the complaint cannot be confirmed. All attempts to fire, form, and release staples correctly were successful. A corrective/preventative action will not be assigned. The reported complaint of "stapler jammed" could not be confirmed based upon the sample received. Although the stapler was returned with a slight misalignment, all of the remaining staples in the cover block were able to form and release. It cannot be determined what caused the slight misalignment. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. There were no functional issues found with the returned stapler. No further action will be taken. Results - no result code available that could accurately describe that the complaint was confirmed, but the root cause is unknown.

Event description:
The stapler jammed and no staples were able to be deployed. The patient's condition was reported as fine.